Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during reprocessing of this camera head, image was distorted. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The user's request of "bad image quality image was distorted" was not confirmed due to no device return. Cause cannot be established due to no findings available. However, factors that may have contributed to the reported event are: fault charged coupled device, damaged cable, or damaged connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): "if this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning: ¿ using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the updated legal manufacturer's final investigation as the device was returned. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found blurry image due to stain/rust inside the charged coupled device (ccd). In addition, new damages/defects were observed: scratches on ccd lens, and the connector was cracked. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.